Event description:
It has been reported to philips that the first and second imaging images can¿t be observed. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The issue got happened during a beginning of the procedure. The procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the first and second captured images cannot be observed. Upon functional testing, fse found that this problem is due to a misunderstanding of the doctor. The doctor misunderstood that it was an exposure, but it was a fluoroscopy. Therefore, the image was not saved in the system. The fse conclude that there were no problems with the system. It was a doctor's misunderstanding. The system was good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. As per the user's command, the system produced fluoroscopy images, which are not automatically saved as per intended. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.